Event description:
It was reported that during the surgery, the surgeon stated they were unhappy with the fit and contour of the implant. No other information is known at this time.

Manufacturer narrative:
The reported failure mode could not be confirmed, as no imaging of the modified implant was provided and the implant was not returned. However, there was additional information on the reported event that was provided by the sales rep. The surgeon had to modify the left orbital area of the implant in order to get the correct fit. In particular, the surgeon removed the superior region of the orbital rim aspect of the implant. The surgeon commented that ¿the fit was completely off and he was not able to place the implant with that region still attached to the implant¿. Besides the dissatisfaction of the surgeon, the surgery was completed successfully with no surgical delay or adverse consequences to the patient. The implant under complaint is the second implant that this surgeon received for the same patient and void. The surgeon was not satisfied with the fit of the first implant (ID 2103301046) upon receipt and did not use it. Please refer to pi 2689497 for further details. Finally, a second implant was ordered (ID 2104271005), which is addressed in this complaint. An analysis of the implant design and all quality relevant steps was performed by the peek cci design team for the implant under complaint (ID 2104271005). It showed that all ¿steps were performed in accordance to [our] procedures¿. The design session of the implant under complaint was held with a representative of the surgeon. The only concerns that were raised by the surgeon and communicated in the design session was the contour on the frontal bone region. The orbital rim area was not under a bigger discussion in the design session. The surgeon did not concern for that region, when holding the initially designed implant physically in his hands. In conclusion, the implant was designed as requested by the customer. Overall, the implant was designed and manufactured according to specification. H3 : device not available-implanted.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during the surgery, the surgeon stated they were unhappy with the fit and contour of the implant. No other information is known at this time.